Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test and off no power test. No blank display was noted. No weak battery alarm was noted. The insulin pump was received with minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
Customer reported that he was getting weak battery alarms and a blank display. The customer's blood glucose was 147 mg/dl. The customer stated that the weak battery alarm did not occur prior to a failed battery or low battery alert. The customer also stated the alarm occurs after he suspends his insulin pump. Troubleshooting for the blank display did not find any damage to the insulin pump. The customer asked to have his insulin pump replaced. No additional information provided.